Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Only central unit delivered. Apex locator checked with calibration box 177994 without errors. The device was deep investigated with the result that no fault has been found. Complete check without errors.

Event description:
In this event it was reported that a raypex 6 apex locator provided incorrect measurements; no injury resulted.